Event description:
The customer reported experiencing unexplained high blood glucose for the past month. The customer stated that she was in the emergency room, but she was not admitted. The customer's most recent blood glucose reading was 286mg/dl. The programming in the insulin pump was correct. The customer stated that she was not comfortable to troubleshooting the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.